Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back results obtained of 403, 84 and 107 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 131 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. Based on strip open date provided (B)(6) 2017, customer's strips are expired - at the time of the call they are four months after the date first opened. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:403 mg/dl, 84 mg/dl, 107 mg/dl, 134 mg/dl, 161 mg/dl. Fasting for all the results.